Event description:
Per the information provided to the co by the physician's office, the device was revised due to "chronic pain". After surgery it was noted that there was "no abcess or discoloration (and) no infection. The device functions fine-cycled successfully during surgery." As reported to co, the device was repositioned, not removed.